Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer advised there is condensation in her pump caused by a leakage in her cartridge. The insulin is leaking from the plunger of the cartridge. Customer advised the hollow part of the cartridge also had droplets of insulin. No adverse event reported. Device not available for return.